Event description:
Procedure: urogynecological. According to the rptr: as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).